Event description:
It was reported that the device was used during a rectal resection. The device fired an incomplete anastomosis. The surgeon finished the procedure by hand suturing. There were no reported consequences to the patient.